Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Motor passed motor test. Unable to perform basic occlusion and occlusion test due to motor error alarm. The insulin pump had a scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report hospitalization for unconciousness and drooling from the mouth due to high blood glucose levels. During troublehshooting, it was found that the insulin pump's drive support cap was protruding. Customer stated she had tried to push drive support cap back to flush position while connected. Advised customer to never push on drive support cap and that insulin pump would be replaced. Bloood glucose level was 228 mg/dl at time of reporting. Nothing further reported.